Event description:
It was reported that bd nexiva diffusics 22g x 1.00 in had air bubbles/air in line the patient was on diffusics catheter on the left dorsal. There is noticeable of blood back flow in the extension line everytime after an hour. After sometimes, micro bubbles can be seen in the tubing too.

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 video submitted for evaluation. The reported issue of air bubbles / air in line was confirmed upon inspection of the sample. Analysis of the sample showed that blood back flow in the extension was observed. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.